Manufacturer narrative:
Patient information was not provided as no patient was involved in this concern. Software investigation on-going. RMA issued to replace computer; no further issues. System fully functional.

Event description:
A medtronic representative reported an error while loading an exam: selected exam exceeds available system resources, please unload exams before proceeding. He says the exam takes several minutes to load and once it loads the software is very slow and freezes multiple times. The exam details from the exam are to our imaging specifications. About 122 slices are on the exam. He also said that only one series was on the cd. The medtronic rep. Was able to exit the application by control-alt-backspace, however, the application still freezes once he re-enters. Also, reported there are few exams on the system; used hard drive space is very low and that he was able to load other exams onto the system without any issues. There was no patient present.